Event description:
It was reported that intermittent cartridge alarms occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.